Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the cartridge leaked. A new cartridge was loaded to address the issue. The customer's blood glucose level was 113 mg/dl.